Event description:
Spoke with risk coordinator, she spoke with the scrub tech who provide the following: dr started off on the right side (lower quadrant), then proceeded to the right upper quadrant. A 12mm scope was used in the trocar. The first trocar was placed unknown if pt was insufflated. The second trocar was placed, observed laparoscopically, patient had a large amount of adhesions on the left side. Used a 30mm balloon trocar, had to convert to open due to the adhesions. Bleeding was also observed at this time. An attempt was made to control the bleeding, unable to get bleeding under control, patient was taken to pacu at 4:30pm, patient went back to surgery later that same day in attempt to control bleeding, unsuccessful. Dr was unable to locate where blood was coming from due to the large amount. Patient received over 20 units of blood. Patient passed. Medical examiner performed autopsy, report will not be completed until 9/22/2005. Patient was on no medications.

Event description:
It was reported that during a laparoscopic incisional hernia procedure, the dr was performing his initial puncture. It is believed the surgeon inserted using a scope without insufflation. Upon removing the obturator a lot of blood was noticed and the pt was immediately opened up. Apparently, the vena cava was punctured. The pt underwent add'l surgery to repair the vena cava. The pt received 20 units of blood in the or with more in ICU. Post-op, the pt was brought back to surgery due to inability to coagulate. Pt expired in 2005.